Manufacturer narrative:
All operating currents are within specification. Device passed displacement properly. Power error noted due to connector resistance issue electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with repeated power error detected alarms. Troubleshooting was not performed. It was noted that the customer called back to report battery issues with the insulin pump. They were sent a new battery cap but it did not help fix the issue. The customer¿s blood glucose during the incident was unknown. The insulin pump will not be returned for analysis.